Event description:
The customer received a result over 300mg/dl and took additional units of insulin. The customer stated patient had an insulin reaction. Patient was rushed to the hospital where a blood glucose test was performed, result is unknown. The customer was given orange juice to drink. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.